Event description:
Pt in study experienced numbness in the lower half of his body following surgery. After approximately 5 hours, he was paralyzed from the waist down and informed the hosp staff. The physician reopened the incision site, and a blood clot was removed from the epidural space, together with the lead. The next day, the pt could walk some, and seemed to continue to make a recovery. After the event, it was learned that the pt had been taking aspirin daily for more than four years. During questioning prior to implant, many drugs and medications were listed, but not the aspirin. Info from foreign reporter. No further info on this pt or device is available.